Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit erbe generator displayed error code c-34 when energy was activated. The customer received phone assistance from the technical support engineer (tse). Tse recommended to reboot the erbe generator and use another wall power socket; however, the issue persisted. Another generator was used to complete the surgical task. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the site's initial reporter and obtained the following information regarding the reported event: the system functionality was checked and no errors were present. Full troubleshooting with isi technical support was not completed as the customer recovered the error fault.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed. The unit was placed on an in-house system and ran in normal mode. On startup, the unit displayed error c-34.